Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with high capture thresholds on their right ventricular lead. Physician attempted to revise the lead on (B)(6) 2020, but the stylet became stuck in the lead and the helix exhibited retraction and extension issues. Lead was explanted and replaced with a new one. No patient symptoms were reported. Patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.